Event description:
It was reported the device battery compartment was cracked. Additionally, the investigation identified downstream and upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The event happened during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the investigation identified downstream and upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No root cause was established for the observed conditions. The dso and uso seals were replaced.